Event description:
Pt care technician reported that during treatment on a system 1000 hemodialysis device, excess ultrafiltration (uf) occurred. During treatment, the device gave a high transmembrane pressure alarm, the dialyzer clotted, the pt's blood pressure dropped, and pt complained of feeling bad. Treatment was disconttinued and blood was returned. Actual uf was 4.3 kg. Uf goal was 3.2 kg. 1000 ml of normal saline was administrered. There was no pt injury reported.